Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had missing end cap sticker, scratched lcd window and broken reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 6.2 mmol/l. The insulin pump has alarmed all day during prime/rewind process. The insulin pump will be replaced. Nothing further reported.